Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt dizzy/light-headed. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture or possible over-sensing. Provocative testing could not replicate the noted issues and the lead was connected to the header. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.